Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that around the end of 2018 or early 2019, the patient noticed that a bracket they have implanted 5-6 inches from their lead was sticking out and seems to have shifted. No information was provided regarding what the bracket was implanted for. The patient also started having pain at the bracket site. Then in (B)(6) 2019, they suddenly started experiencing a jolting sensation and their ins started depleting quickly even though they would charge to 100% and didn't make any changes to programs or programming. It was reported that the patient had slipped and fallen in the shower once and other times they slipped and twisted their body but were able to catch themselves so they wouldn't fall. When the patient would turn the stimulation off, the jolting would stop however, the patient needed the stimulation so they would turn the stimulation back on. It was recommended that the patient turn the stimulation off as needed due to the report of jolting. Also, they were redirected to see a doctor to have their devices checked. It was noted the patient does not have a doctor, so physician listings were sent. No further complications were reported or anticipated.